Manufacturer narrative:
H.6. Investigation: bd had not received samples, but one photos were provided for investigation. The photos were reviewed and the indicated failure mode for separated was not observed. Picture only shows a tube with a cannula stick in it¿s closure. No acquisition product information could be determined from the photo. In addition, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. H3 other text : see h.10

Event description:
It was reported when using the unspecified bd wingset with needle the non patient needle separates from the holder luer/adapter/hub. The following information was provided by the initial reporter. The customer stated: while collecting blood "the needle was stuck in the tube when the staff member tried to pull it off the tube."

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(6) has been listed and (B)(6) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the unspecified bd wingset with needle the non patient needle separates from the holder luer/adapter/hub. The following information was provided by the initial reporter. The customer stated: while collecting blood "the needle was stuck in the tube when the staff member tried to pull it off the tube."